Event description:
It was reported that upon interrogation, no telemetry could be established with the device. An ECG confirmed the device was no longer pacing. According to the device's historical recordings, the battery voltage was measured as 3.1v approximately four months ago. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the device had no telemetry or output. The device lost telemetry and function due to battery depletion. The current drain level was higher than normal for this device and the cause of the early battery depletion. The high current drain condition could not be confirmed during further testing. Nominal system current drain values were measured with and without pacing loads. Thorough electrical testing and temperature cycling were performed and the device continued to function nominally throughout.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.